Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a pipeline vantage flow diversion stent that failed to open at the proximal end. The patient was undergoing a procedure to treat a right cavernous segment unruptured fusiform aneurysm. The aneurysm max diameter was 9mm. Vessel tortuosity was severe. Dual antiplatelet treatment (dapt) was administered. It was reported that the pipeline vantage and all accessory devices were prepared per the instructions for use (IFU). The system was in place and the pipeline was delivered. However, when more than 50% of the pipeline was deployed, the proximal end did not open. It was noted that the middle segment of the pipeline was positioned in a bend. The pipeline was not stuck in the capture coil. Push and pull technique was used and the pipeline was resheathed more than 2 times but the pipeline could not be opened. No other additional steps were used to open the pipeline. Finally, it was resheathed and removed with the microcatheter. There was no harm or injury to the patient associated with this event. Ancillary device: phenom 27 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the patient had the entire system removed and left with no device, pending reprogramming at a later time.

Manufacturer narrative:
Product analysis: as found condition: the pipeline vantage shield embolization device and phenom 27 catheter were returned for analysis within a shipping box; within a plastic bio-pouch; and within a dispenser coil. The pipeline vantage shield was returned within the phenom catheter. Damage location details: the pushwire was extending out from catheter hub. No bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, arms or with the proximal bumper. The distal and proximal ends of pipeline vantage shield were found fully opened and damaged. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed. Testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. For further examination, the catheter was cut to remove the pushwire and braid from the catheter lumen. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issue. Conclusion: based on the analysis findings, the pipeline vantage shield was not confirmed to have failure to open at proximal and middle section as the pipeline vantage shield braid was found to be fully opened. The distal and proximal ends of pipeline vantage shield braid were found to be damaged. Damage to the braid identified during analysis, could have occurred due to resheathing of the pipeline vantage shield more than two times. It is possible that the severe vessel tortuosity may have contributed to the reported issues medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the procedure was performed with a triaxial system. An intracranial catheter 0.58 navien in tracranial catheter was placed and it was proceeded to raise the phenom 27 microcatheter with an avigo microguide 0. 14. Then the flow diverter previously washed and drip was raised and started to release and it was observed that did not open in its initial part so it was decided to resheath and re-release with good opening but when starting to deploy, the middle part of the diverter was on a curve and did not open despite different maneuvers to center microcatheter and pushing it. It was decided to resheath 3 times and it was not possible to open so it was decided to keep in the microcatheter and remove the device.